Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products- nexgen lps-flex option prolong femoral component size f right catalog #: 00596401652 lot #: 60634266, nexgen stemmed precoat tibial component size 6 catalog #: 00595004702 lot #: 60627679, nexgen standard all poly patella size 29mm catalog #: 00597206529 lot #: 60681853. Returned; not yet evaluated.

Event description:
It is reported that the patient underwent a right knee arthroplasty revision to replace the articular surface approximately eleven (11) years post-operatively due to pain, instability and breakage of the articular surface. The patient alleged that symptoms developed after stepping into a bunker on the golf course. Office notes from the physician two months prior to the revision report that the patient complained of right knee pain and the sensation of having play in knee and determined that there may be failure with the post of the prosthesis after examination. Initial operative notes received did not identify any complications or abnormalities with the right knee. The revision operative notes identified that all components appeared to be stable, however, the post of the polyethylene articular surface had sheared off at its base. There did not appear to be a crack or a fracture, but a fatigue-type appearance in the top and undersurface of the post. No additional patient consequences were reported.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint sample was evaluated and the reported event was confirmed through review of medical records. The returned articular surface exhibited signs of wear (nicked, gouged, micromotion, discoloration) and the post feature had fractured off. Scanning electron microscopy (sem) analysis indicated that the superior surface wear was consistent with in-vivo use as well as potential pitting or third-body damage. The inferior side showed wear consistent with removal. The post was broken at the base and the fracture surfaces on both the bearing surface and the post were smooth and the edges were sharp, indicating that the post broke cleanly and the broken post did not remain implanted for a long enough time after the fracture to sustain additional damage/wear. The fracture surfaces of the bearing and the post fit together well. There was some evidence of additional damage on the anterior side of the post along the fracture, potentially indicating that there was pre-fracture impingement damage, which could potentially serve as a crack initiation site. Some other damage to the superior side of the post was also noted, which may also be due to impingement. The post-fracture was possibly caused by overloading and possibly exacerbated and/or initiated by impingement damage to the base of the post. The device history records were reviewed and no discrepancies were identified. The patient's actively golfing activity and the implant's age might be the contributing factors for the reported failure. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.